Event description:
It was reported that the customer had low blood glucose and was treated by the paramedics. It was also stated that the customer was lethargic and incoherent. Troubleshooting was performed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No concluison can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.